Event description:
It was reported to philips that the system was not booting up. The system was not in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.